Event description:
Pt had bilateral femoral artery sheath puncture sites. Post removal of sheaths, angioseal placed at puncture sites, dressings applied. After 2 hours of bedrest, pt sat up on side of bed, sites began oozing. The closure pads were not saturated and did not appear to have activated. Manual pressure then held x20 minutes and dressings and pads changed at which time the closure pads were not activated. The pt did have to stay an extra 2 hours on bed rest. Diagnosis or reason for use: atherosclerosis of native artery of extremity. "Is the product compounded: no; is the product over-the-counter: no."